Event description:
Add'l info rec'd from rptr 8/3/04: the pt began to complain about a sensation of burning in head during the scan procedure. The technologist pulled the scan table out of the magnet center and checked the pt's head. After checking scalp the technologist asked the pt if they wanted to continue or stop the scan. The pt chose to continue. The technologist gave them the "panic ball" to squeeze should they need to stop the scan. It is after another series of scans that the pt squeezed the "panic ball" while simultaneously the system presented with the error message stating the system was shutting down. When the technologist entered the room to check on the pt again, the technologist noticed the head coil had come unlatched on the right side of the pt. Removed the pt from the scanner and monitored subsequent to the incident.

Event description:
Head coil became unlatched during MRI diffusion weighted scan. The scan continued to run while simultaneously the system presented an error message indicating a malfunction and the system is shutting down. The scan continued to run for approximately one minute after error message showed/displayed on the screen. Pt complained of burning in scalp after the scan stopped. Pt returned in the evening for post-contrast scan, and completed the scan without further incident. At that time, medical doctor/director examined pt - scalp was red; however pt stated condition is chronic. No obvious blistering. Pt stated the scalp still felt warm but no other complaints. Received a call from the pt approximately six weeks later. Pt stated they were experiencing frequent burning headaches in the same location where they experienced the burning during the scan. In subsequent follow-up calls the pt states the headaches are continuing.